Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during embolization of an unruptured cerebral aneurysm at internal carotid artery, the subject balloon failed to maintain its dilated state and deflated. The physician removed the subject device and found the contrast leaking from it. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during embolization of an unruptured cerebral aneurysm at internal carotid artery, the subject balloon failed to maintain its dilated state and deflated. The physician removed the subject device and found the contrast leaking from it. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
B1: adverse event/product problem ¿ corrected - no ¿product problem¿. H1: type of reportable event ¿ corrected - no ¿malfunction¿ . H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated h3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed from the device hub. During visual inspection, the balloon catheter distal shaft was noted flattened/crushed a few centimeters from the distal end. No other visual anomalies were noted on the device during functional inspection, in an unsuccessful attempt was made to flush the device and advance a demo guidewire, the subject balloon catheter was found to be blocked/occluded a few centimeters from the hub. When the device was cut in order to inflate the balloon, it inflated and deflated with no difficulties and no leaks were noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of balloon leaked during use could not be confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, 70% contrast agent was used. Continuous flush was not set up and maintained throughout the clinical procedure which may have contributed to the reported event. The directions for use, states "establish and maintain continuous flush with appropriate flush solution through the guide catheter per standard practice". During analysis the distal tip of the device was noted to be flat/crushed .the device shaft was noted to be blocked/occluded with contrast. The catheter shaft was cut and the balloon inflated without any issues. The as reported event 'balloon leaked during use¿ will be assigned with 'not confirmed' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The as analyzed events of 'balloon catheter flat/crushed' and 'balloon catheter shaft blocked/occluded' will be assigned with an assignable cause of user error as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.